Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-oct-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 100 mcg/ml) via an implanted pump. The patient¿s medical history was intractable spasticity due to spinal cord injury. The indication for device use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient had return of baseline spasticity and other baclofen withdrawal symptoms. There was no known environmental, external, or patient factors that may have led or contributed to the issue. A nuclear medicine study was performed (date unknown), and no tracer dye was observed leaving the pump. The patient was taken to surgery where 51.5cm of the pump segment of the catheter was replaced due to kink/occlusion using a pump segment revision kit which restored catheter patency. During the procedure, the pump was replaced prophylactically due to eri (elective replacement indicator) upcoming in (B)(6) 2026. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.